Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that stimulation at 1.4 was causing the sensation in their vagina and it felt like something was trying to come out and it was then adjusted to 1.3. 1.2 was too low as it caused them to urinate often. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulation was too high, uncomfortable and that it was difficult to walk and that it was related to positional movement. Patient also stated that they were unable to adjust stimulation due to needing to charge the communicator. During the call troubleshooting was performed and patient was able to connect to their ins and stimulation amplitude was decreased and this eliminated the uncomfortable stimulation. Patient stimulation was decreased to 0.9v and confirmed stimulation felt comfortable. Troubleshooting resolved issue.